Event description:
It was reported that during a thyroidectomy procedure, there were malformed clips. A clip was badly closed and remained stuck in the jaws. The surgeon noticed it when he removed the applier, because the clip tore a piece of vascular tissue in the mediastinum. There was poor bleeding. Another applier was used and a new clip was immediately placed to stop bleeding. No other clinical consequences. Unk how case was completed.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.